Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapy for atrial fibrillation with rapid ventricular response once the device incorrectly detected a supraventricular tachycardia rhythm as ventricular tachycardia. The patient was asymptomatic. The avid was turned off. The patient will be followed normally. No further information is available.